Event description:
Our affiliate is reporting that durig a shoulder procedure that it was noted that the patient had a slight burn at the working portal which extended down to the elbow area. The observational statement is that when the surgeon removed the electrode from the portal the irrigant solution that followed was hot and caused the reported burns which were treated with an ointment," biafine".

Event description:
Co's affiliate is reporting that during a shoulder procedure that it was noted that the pt had a slight burn at the working portal which extended down to the elbow area. The observational statement is that when the surgeon removed the electrode from the portal the irritant solution that followed was hot and caused the reported burns which were treated with an ointment, "biafine".